Manufacturer narrative:
The subject device was not returned for evaluation. A review of the device history record found the subject device was shipped in accordance with specifications. IFU (instruction for use) : for oer-4 instruction manual (operation, rev. 21), "4.8 installing the cleaning tube" describes how to attach the cleaning tube to the endoscope. There is also a warning that cleaning and disinfection may be inadequate if all cleaning tubes are not installed. By doing this (by handling the device in accordance with the following instructions for use (IFU) it is judge that the indication phenomenon can be prevented. Review of repair history found no repair history on this device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a conversation with the facility staff, it was discovered that oer-4 was cleaning the large intestine scope (cf-ez1500di x 2, cf-h260ai) without connecting the yellow cleaning tube for secondary water supply to the scope. It is unknown the actual event when the scopes were being washed without the secondary yellow cleaning tube water supply to the scope. According to the reporter, there is no problem in the reprocessing process except that the tube is not connected, and the facility staff has instructed the correct cleaning method. There are no reports of equipment damage or health damage. There is no patient infection associated on this event reported. There was no patient harm, no user injury reported due to the event. This report reported event includes 4 reports (filed separately). (B)(6): for scope model cf-ez1500di serial number (B)(4). (B)(6): for scope model cf-ez1500di serial number (B)(4). (B)(6): for scope model cf-h260ai serial number (B)(4). (B)(6) : for oer-4 reprocessor washer serial number (B)(4). This report is for (B)(6): for scope model cf-ez1500di serial number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been almost 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.